Event description:
It was reported the patient was having problems recharging; coupling and or communication issues. A stimulator overdischarge was suspected. The patient had not charged since february. The rep initiated a physician mode recharge twice and still could not communicate with the stimulator. Palpating the stimulator indicated it may be flipped. An x-ray was ordered to verify placement and he patient was to follow-up with the physician. The patient was in a car accident prior; not sure if related.

Manufacturer narrative:
(B) (4)